Manufacturer narrative:
Insulin pump received with motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for motor error during the prime process. Blood glucose reading was unknown at the time of the call. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.